Event description:
The event occurred in the us. Initially it was reported that ¿oxygenator malfunctioned on patient.¿ additional information has been received that there was a leakage on the hls module and the hls module was exchanged during use. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the USA. It was reported that a leak occurred at the hls module and the affected product was replaced during use. No harm to any person has been reported. The product is not available for investigation. Therefore, investigation in the laboratory of manufacturer could not be performed. Thus the exact root cause of the reported event could not be determined. No information regarding the hls set has been provided by the customer. However, the following most probable causes of the reported failure "leak" are known according to our risk assessment hls set advanced: kinking protector with sharp edges product damaged connector(s) protected by untight caps blood connection too loose spontaneous local finite crack at the blood outlet cover diffusive fiber delamination leakage of blood at de-airing port negative pressure on the blood side when the deairing membrane (yellow) is open clamp with sharp edges arterial line damaged inappropriate removing air from venous line. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.